Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the black box showed a voltage drop leading to a call service warning. The battery compartment was cracked below the grip pad, and the returned cap was undamaged and fit securely. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the power circuit. The short battery life complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.